Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the clamps on the hose were broken. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number for the clamp hose kit to order and replace.

Manufacturer narrative:
The customer replaced the hose clamp to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.